Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity drug eluting stent was implanted in a patient. The device was removed from packaging per IFU and inspected, with no issues noted. Negative prep was performed with no issues identified. No resistance was encountered when advancing the device and excessive force was not used. It was reported that the stent was implanted 4 days post its expiration date. No patient injury - patient is reported to be fine.